Manufacturer narrative:
Section a patient information: refer to section b5 for complete patient information. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely depressed alinity c calcium results for one sample. The following data was provided: sid (B)(6), 36 years old female; initial result = 5.7 mg/dl, repeat results = 9.2 mg/dl on this instrument and 9.5 mg/dl on another alinity (ac08143). The customer reference range: (8.4 - 11.0 mg/dl ). No impact to patient management was reported.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the reagent lot performs as expected for this product. Ticket trending review for the list number did not identify any related trends. A device history record review did not identify any nonconformances or deviations associated with the complaint lot number and complaint issue. Review labeling found adequate information regarding the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity c calcium reagent, lot number 46094un25, was identified.

Event description:
The customer observed falsely depressed alinity c calcium results for one sample. The following data was provided: sid (B)(6), 36 years old female; initial result = 5.7 mg/dl, repeat results = 9.2 mg/dl on this instrument and 9.5 mg/dl on another alinity ((B)(6)). The customer reference range: (8.4 - 11.0 mg/dl ) no impact to patient management was reported.